Manufacturer narrative:
The device was returned to zoll medical (B)(4); the customer's report of "sync test failed" was duplicated and attributed to a system interconnect flex cable not properly seated. The system interconnect flex cable was replaced to resolve the report. The device was recertified and returned to the customer. The customer's report of the multifunction cable not recognized was verified and the multifunction cable was replaced to remedy the report. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self-test for pacer function and does not detect the multifunction cable. Complainant did not indicate that there was any patient involvement in the reported malfunction.